Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use tests, a nurse observed that a tracheal tube cuff did not inflate properly. There was no patient involvement. There is no report of death or serious injury associated with this event.